Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed, however, occurrence/recurrence cannot be ruled out. There were no other issues noted with the device. The investigation is ongoing, and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had e116 and e117 camera control malfunction errors. There were no reports of patient harm associated with this event. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.